Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported by the hospital that the pacemaker had malfunctioned. The pacemaker was explanted and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of pacemaker malfunction could not be confirmed. Final analysis found that as received, the device was above elective replacement indicator (eri) level. The results of all electrical test performed, including mechanical stress testing and battery assessment indicated normal device characteristics. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity. The battery voltage was still normal and above eri. There are arc marks on the device can indicated that the device was exposed to electrocautery during explant procedure.